Manufacturer narrative:
Upon receipt of the complete lead at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin through x-ray imaging. A laboratory technician was unable to test helix mechanism due to fracture of inner coil. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend the helix caused the inner conductor coil to break.

Event description:
It was reported that during an implant procedure of a right atrial lead, the helix would not extend. This lead was replaced with new lead different model number to complete the procedure. No adverse effects were reported. This lead has since been received for analysis and the investigative results are as enclosed.